Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an untreated oversensing event. Troubleshooting measures were recommended. The physician attributed the observation to the underlying bundle branch block of this patient. Then, this patient received several inappropriate electric shocks due to oversensing, it was noted that the therapy was exhausted. Programming was performed. Currently, the device remains in service, and no additional adverse effects to the patient have been reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. With the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device remains in service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an untreated oversensing event. Troubleshooting measures were recommended. The physician attributed the observation to the underlying bundle branch block of this patient. Then, this patient received several inappropriate electric shocks due to oversensing, it was noted that the therapy was exhausted. Programming was performed. Currently, the device remains in service, and no additional adverse effects to the patient have been reported.